Manufacturer narrative:
No prod will be returned for eval.

Event description:
The pt reported he has experienced elevated blood glucose readings of 200-300 mg/dl over the past month. He stated his symptoms are fatigue and vision problems, and he corrects his readings by bolusing through his insulin infusion device. He said he is requiring more insulin to bring his blood glucose to his target range of 100-115 mg/dl. During troubleshooting, the time and basal rate on the device were checked and found to be accurate. The pt stated he changes his infusion headset and cartridge every 3 days. He said he occasionally will reuse his infusion set tubing. He stated he has been on infusion pump therapy for 7-8 yrs and always uses the same area of his abdomen for his site. Site rotation and mgmt was discussed with the pt and he stated he would try a new site area. The pt reported he has had increased stress over the last month and has decreased the amount he exercises. A guide to site mgmt and infusion sets were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.